Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation the downstream occlusion alarms could not be reproduced. The reported downstream occlusion alarms were confirmed through a review of the event history log. The device was found to be operating within specification in relation to the reported symptom. The downstream tubing guide will be replaced due to disassembly during evaluation.